Manufacturer narrative:
The complaint couldn't be confirmed, since the information for evaluation don't matches the alleged failure. A device inspection was not possible since the affected device was not returned for investigation. Upon further investigation of the CT scans by healthcare professionals the following was observed: the initial planning report shows status after distal tibial pilon fracture that was treated with open reduction and internal fixation. The traumatic damage to the articular surface has led to posttraumatic osteoarthritis, that being the indication for the primary tar. The primary tar was planned as an infinity® size 5 long tibia & size 4 inbone ii talus. If I look at the postoperative bone cuts and peg imprints in the bone, it is very likely that the surgeon has used this configuration for the primary surgery. The planning report shows that the implants have been removed and a cement spacer is placed. Typically, this is done in case of infection. From the imprint on the bone, it is most likely that the talar component subsided at the anterior side, yet I cannot compare this to the early postoperative situation. I cannot assess whether this alleged subsidence was the indication for revision. Infection would still be the most likely reason (this has to do with the nature of the open reduction and internal fixation increasing the risk of infection for subsequent surgeries). A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.